Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The compact air drive device was evaluated and the reported condition that the device was locked, and not giving torque in the rotation was confirmed. An assessment was performed and it was determined that the motor of the device was not functioning and was defective. It was noted that the rotation was below normal, and the equipment was locked due to several parts being damaged due to failures in the cleaning and lubrication processes, and excess liquid residue inside and signs of oxidation. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the rotation of the compact air drive device was locked, and the device was not giving torque in the rotation. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on the 25th day of an unknown month in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.